Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total colectomy procedure, while making the pouch of jejunojejunostomy, the device was partially fired. The surgical time was extended for 30 minutes or more. The doctor opted to suture to complete the case and resolve the issue.